Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no exp date for this product. Actual device was not sent back for eval. The account rep chose to order additional parts and complete repair. Eval summary: after further conversations and evals with the initial reporter, it was confirmed that there was a hydraulic leak. The account rep chose to order additional parts and complete repair. The root cause for the leak is possibly due to worn out usit washers. The malfunction of a leak poses a moderate risk to a user for causing a potential slipping hazard. Or if the leak was not noticed, it can lead to complete hydraulic fluid drain causing the table to be completely non-functional for articulations (except for slide mechanism). However, this specific malfunction was identified prior to use and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported by a biomed at an account that a surgical table needed inductor spring pins, some banjo connectors, and some hydraulic fluid. After further eval, it was concluded that there was a hydraulic leak. There was no reported pt involvement, and no reported adverse consequences.